Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. Following the balloon angioplasty procedure, the intravascular ultrasound (ivus) catheter was inserted in left anterior descending artery (lad). The ivus machine was stuck in a loop, there was no movement on pullback, and it would not go live again. The pullback was unable to be stopped as the stop option was not responding. The ilab force stopped and the procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis; however, a capital equipment technical fse (field service engineer) visited the site to investigate the reported issue with ilab system. The acq pc was examined and identified an issue which was preventing the main motherboard processor fan from rotating resulting in an overheating condition which is likely to have caused system instability. The acq pc fan was replaced with a new fan and the fan operated correctly. Functional testing and safety evaluation testing were performed, and the unit passed all testing and met specifications.